Event description:
Manufacturers reference number 217286.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
On (B)(6)2019 getinge became aware of an issue with one of surgical lights- hanaulux. As it was stated, the spring arm covers were mechanically damaged and plastic particles were missing. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off from the surgical light into sterile field or during procedure may be a source of contamination. The device has been recognized as hanaulux 2000. The light was installed by former distributor, more than 20 years ago. The manufacturer has performed an investigation for that case. The damage of the cover could be only possible during inappropriate handling of the device, what was confirmed by service technician who repaired the device. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. During the investigation it was found that this event is the fourth case reported to getinge regarding issues with spring arm covers on the hanaulux surgical light in the last 5 years. The reported scenario for the same has never led to serious injury or worse. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances and the fact that there is no apparent trend in the complaints we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Date in field g4 needs to be changed, as we received additional information that first getinge employee was made aware of the issue on(B)(6)2019 instead of (B)(6)2019. We are aware that with this infomration at hand this was past the 30 day deadline for reporting. The service unit forwarded the information to the manufacturer regarding the patient outcome with a delay. We have reminded them to review FDA reporting guidelines in order to prevent this from happening again.

Event description:
Manufacturers reference number 217286.

Event description:
Manufacturers reference number 217286.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The issue is being investigated by manufacturing site. H3 other text: device not returned to manufacturer.

Event description:
On 3rd june, 2019 maquet sas became aware of an issue with one of surgical lights- hanaulux. As it was stated, the spring arm covers were mechanically damaged and plastic particles fell off. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off from the surgical light into sterile field or during procedure may be a source of contamination.